Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The targeted nodule was 11 mm located in the left upper lobe 4 mm from the pleura. No biopsies were obtained because the physician opted to abort the procedure due to the presence of the pneumothorax; only the scope and radial probe were used. The pneumothorax was detected on 3d fluoroscopy, then via a chest x-ray. The size was 28 mm; therefore, a 20 french chest tube was placed to resolve the pneumothorax. The physician believed the pneumothorax could have potentially occurred via another biopsy modality. Per the physician, the pneumothorax was due to positive end-expiratory pressure (peep), preexisting emphysema, and normal scope trauma. The chest tube was removed on day 3, but the patient was hospitalized for a total of 6 days due to pain management. Per the physician, there were no allegations that a malfunction of an ion system, instrument, or accessory occurred.